Event description:
It was reported that patient underwent implantable pulse generator (ipg) replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted device was discarded per facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.